Event description:
A relative called on behalf of the pt who was experiencing symptoms of vomiting, lack of sleep, and heavy coughing. The healthcare professional providing the fills also noted the device was loose. Additional follow-up with the pt noted the device was explanted, because the band had slipped. The slippage caused the pt to have difficulty swallowing, which caused the pt to become malnourished and dehydrated. During the explant surgery, the physician found that the pt also had a hiatal hernia and that their lung was sticking to another organ. It was concluded that no permanent damage was done and the pt is feeling much better per the physician.

Manufacturer narrative:
Lap-band adjustable gastric banding system (unk size). Taper unk. (B) (4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. No additional info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal". Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."